Event description:
This rv lead was implanted on (B)(6)2009. A call to technical services on 4/15/11 states that there will be a lead revision for re-producible noise on pace sense. Impedance 300-350 dips down to 237 ohms. Sli 65-75 ohms. Technical services asked if the patient got any in appropriate therapy due to noise? Caller stated no, they extended duration. Technical services asked about inhibition of pacing? Caller stated no. Patient is very active, canoes, rock climbs and rep is concerned with repetitive motion/stress. Technical services stated there is no evidence of header issue. Working with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).